Event description:
Information was received indicating that a smiths medical medfusion syringe pump was unable to be calibrated to the small syringe size. There was no patient present at the time of the event. No adverse events were reported.

Event description:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. Summary in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump. Physical condition of device revealed missing battery and chip on top case by left front corner and crack to right plunger case. Event log did not reveal history of alarm. When evaluation and testing done to check the syringe sensor size, the pump calibrated the barrel clamp assembly and no fault could be found . No action was taken as the pump passed all functional and delivery testing. Calibration of syringe was functional. Unknown cause of event. Updated fields. B 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.